Event description:
The manufacturer received information alleging a difference between the blower pressure sensor and the outlet pressure sensor. Reading is ten (10) cmh2o or greater for five (5) seconds, (e-050) error code was found on the device's error log for a bipap a30 silver series device. The device was not in use on a patient at the time of the occurrence. During the evaluation of the bipap a30 silver series device at third-party service center, the third-party service technician observed the error code. The difference between the blower pressure sensor and the outlet pressure sensor, reading is ten (10) cmh2o or greater for five (5) seconds, (e-050) in the device's error log. The third-party service technician further evaluated but was not able to determine the cause of this error code that occurred on the device. The device was scrapped per the customer request. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a supplemental report will be completed. Additionally, during the service of the device, the port cover needs replacement for missing on the device, which was unrelated to the reportable issue.